Event description:
The roche field application specialist, on behalf of the customer, reported an alleged discrepant tina-quant hemoglobin a1c gen.2, whole blood application (hba1c) result on one patient sample. The initial hba1c was 5.5%. The doctor questioned the result. Repeat testing was performed (B)(6) 2011 on the same analyzer with a result of 8.1%. The patient was not treated based on the original result of 5.5%. The customer stated the patient was not adversely affected by the event. The hba1c reagent lot number was 63046101. The field service representative was not dispatched to the site because the customer believed the issue to be sample-specific.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.